Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. There was no report of negative pt impact. The device was evaluated locally by philips and passed all testing. No parts were replaced. The device was placed back in svc.

Event description:
The customer reported a failure to discharge. There was no report of negative pt impact.